Event description:
The reported symptom is an alarms EKG leads malfunction. The philips and over bench confirmed a failure on ECG lead v1. There was no death or serious injury to the pt.

Manufacturer narrative:
(B)(4). The reported symptom is an alarms EKG leads malfunction. The philips and over bench confirmed a failure on ECG lead v1. There was no death or serious injury to the pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.